Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was not adversely impacted. Tandem technical support attempted multiple follow up attempts to reach customer and was unable to do so.